Event description:
The nail holding bolt for the t2 tibia cross-threaded onto the targeting arm and as a result, could not be used.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the nail handle and the nhs to be primary products. No deviations were found during review of the inspection documents (DHR), the DHR of the nhs was not reviewable. As the devices had been in use for approx 10 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. The jamming of both instruments was most likely caused by fretting marks. Fretting marks are known from previous complaints and a rare but known reaction. During screwing into the nail it is possible that the nhs get contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances, it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding was occurred in the actual case due to an oblique insertion. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. If the returned nhs was manufactured prior or post to the change could not be determined. Anyway, the change does not prevent a user error due to oblique insertion. The case is attributed to an improper handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place. (B)(4).